Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed a cassette not attached properly" alarm. During functional testing, the dso sensor was inoperable, therefore a pressure test could not be performed. The reported issue was duplicated, and the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the cadd pump is non functional. No patient injury was reported.